Event description:
It was found through obituary search by the edwards implant patient registry that this patient expired 24 days post tavr procedure. Review of the patient¿s medical records revealed the 26mm sapien valve was successfully deployed with no pvl or central ai observed. Post tavr tranesophageal echo revealed trace cai, no pvl, peak velocity across the aortic valve was 2m/s with a peak gradient of 16mmhg, mean gradient of 7mmhg. Ejection fraction was 60% post-tavr. Moderate concentric left ventricular hypertrophy and moderate mitral regurgitation were noted. Final discharge diagnosis included severe aortic stenosis post tavr, lv dysfunction, improvement in ef 35-40%, 2nd degree heart block, htn, mixed systolic and diastolic heart failure, hypernatremia, pneumonia (healthcare associated) and anemia. The patient was discharged to a snf 18 days post tavr. The patient expired 24 days post tavr. Cause of death, as listed on the certificate of death, was aortic stenosis s/p surgery, dehydration, chronic heart failure and chronic kidney disease.

Event description:
As reported through the implant patient registry, the patient expired from unknown causes 24 days post the tavr.

Manufacturer narrative:
This patient population is typically elderly, may be non-operative or high risk, have complex medical histories and multiple co-morbidities, and lower cardiac reserve that can limit their ability to recover. In this case, the patient expired 24 days post tavr. Six days prior to the patient passing, the valve was functioning fine and the patient was discharged to a snf. The cause of death was listed as aortic stenosis, dehydration, chronic heart failure and chronic kidney disease. It is possible the patient¿s advanced age (B)(6) and extensive co-morbidities (e.g. Chronic heart failure and renal insufficiency) may have contributed to this event. No allegation has been made relating the patient¿s death to the sapien valve at this time, and there is no evidence to indicate that the patient¿s demise was related to the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.